Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the ipg site was draining. The patient underwent an ipg and lead explant procedure and was placed on antibiotics.